Event description:
It was reported in an article in the stroke journal of the american heart association that three months post implanting of a wingspan stent, a patient had a 58% asymptomatic in-stent restenosis (isr). The patient had a balloon angioplasty performed that resulted in 30% stenosis. The patient has been asymptomatic for four months and angiography performed a month post treatment demonstrated a 28% stenosis.

Event description:
It was reported in an article in the stroke journal of the american heart association that three months post implanting of a wingspan stent, a patient had a 58% asymptomatic in-stent restenosis (isr). The patient had a balloon angioplasty performed that resulted in 30% stenosis. The patient has been asymptomatic for four months and angiography performed a month post treatment demonstrated a 28% stenosis.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device is unavailable for evaluation. From the information available, there is no indication that the reported event is related to product specification nonconformance or misuse. There is also no indication that the subject device malfunctioned. Restenosis is a known and anticipated complication associated with these types of procedure and listed as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Manufacturer narrative:
(B)(4).